Event description:
It was reported that they called to state that this arctic sun device wasn't heating. They had them run a functional verification with a water temperature (wt) of 42. The device would not heat beyond 18 c. They then had them drain 0.5 l from the right drain port. Even after draining water, they stated the water would not get warmer than 19c. Per review of wo notes, they discussed that this was indicative of a failed heater. Stated they would order and replace the parts locally. Per additional information updated from ttm on 17nov2025, biomed stated they were getting low flow alarms on s/n (B)(6). Confirmed biomed had device in therapy with a pad connected. Explained if the pad was old, this may be the issue. Typically, the shunt loops were used to troubleshoot or placing the device in manual control. Biomed troubleshooting device not rewarming. They were heating device to 42c in manual control, but after 30 minutes water temperature (wt) only 20.6c. Guided to diagnostics: system hours 8500, pump hours 8100, heater command 100%, water level 3/4 bars. It was reported that the nurse called in stated that the patient has been rewarming since yesterday and should have already met targeted temperature (tt) but was dropping instead in an arctic sun device. Patient temperature (pt) was 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 31.2c, water flow rate (wfr) was 2.7 l/m rewarm rate 0.25c/hr. Bedside nurse acknowledged device has been alerting. Event log shows alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 31.1c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 8505 and pump hours were 8136. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy. Advised would call back in 30 minutes to check in on water temperature (wt). At 12:08pm est, device began alerting wr empty (pr# (B)(4)). Tried draining pads and restarting therapy as only 16 ounces of water was removed from the device so it should not be registering as empty. Alarm kept occurring. Advised swapping out to alternate device and send this one to biomed for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed heater. They had them run a functional verification with a water temperature (wt) of 42. The device would not heat beyond 18 c. They then had them drain 0.5 l from the right drain port. Even after draining water, they stated the water would not get warmer than 19c. Per review of wo notes, they discussed that this was indicative of a failed heater. Stated they would order and replace the parts locally. Per additional information updated from ttm on (B)(6) 2025, biomed stated they were getting low flow alarms on s/n (B)(6). Confirmed biomed had device in therapy with a pad connected. Explained if the pad was old, this may be the issue. Typically, the shunt loops were used to troubleshoot or placing the device in manual control. Biomed troubleshooting device not rewarming. They were heating device to 42c in manual control, but after 30 minutes water temperature (wt) only 20.6c. Guided to diagnostics: system hours 8500, pump hours 8100, heater command 100%, water level 3/4 bars. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that this arctic sun device wasn't heating. They had them run a functional verification with a water temperature (wt) of 42. The device would not heat beyond 18 c. They then had them drain 0.5 l from the right drain port. Even after draining water, they stated the water would not get warmer than 19c. Per review of wo notes, they discussed that this was indicative of a failed heater. Stated they would order and replace the parts locally. Per additional information updated from (B)(6) on (B)(6) 2025, biomed stated they were getting low flow alarms on s/n (B)(6). Confirmed biomed had device in therapy with a pad connected. Explained if the pad was old, this may be the issue. Typically, the shunt loops were used to troubleshoot or placing the device in manual control. Biomed troubleshooting device not rewarming. They were heating device to 42c in manual control, but after 30 minutes water temperature (wt) only 20.6c. Guided to diagnostics: system hours 8500, pump hours 8100, heater command 100%, water level 3/4 bars.